Event description:
The stent was found to be fractured 3 months after stent placement. Part of the fractured stent (about 2cm, the portion of the stent implanted so that it came out the stomach) had fallen into the stomach and was removed from the patient's body. The patient is being followed up without additional stent placement because no tissue damage is identified due to stent fracture. Our sales representative explained to the physician that stent may have been fractured due to metal fatigue. However, the physician would like you to investigate this event because it is the first time the physician has encountered it. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that around 3 months after placement, the stent was found fractured and was removed. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. However, it is hard to exactly analyze since the product was not returned yet. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
The stent was found to be fractured 3 months after stent placement. Part of the fractured stent (about 2cm, the portion of the stent implanted so that it came out the stomach) had fallen into the stomach and was removed from the patient's body. The patient is being followed up without additional stent placement because no tissue damage is identified due to stent fracture. Our sales representative explained to the physician that stent may have been fractured due to metal fatigue. However, the physician would like you to investigate this event because it is the first time the physician has encountered it. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that around 3 months after placement, the stent was found fractured and was removed. As a result of analysis of returned device, only the stent fractured at about 2cm was returned. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause it is hard to reconstruct the situation at the time of procedure. However, based the description "part of the fractured stent (about 2cm, the portion of the stent implanted so that it came out the stomach) had fallen into the stomach and was removed from the patient's body", it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly and the fractured part was removed. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.